Event description:
A caller reported that the tandem mobi pump battery would not charge, and the charging connection was unstable or not recognized. Despite trying various tandem charging components, the issue persisted until a different, non-tandem charging cable was used, which resolved the problem. There was no adverse impact to the customer¿s blood glucose level as a result of the battery charging issue. Replacement charging supplies were sent via two-day shipping.